Event description:
Customer reported leaking of 1 vial after inoculation of specimen. Customer reported that initial smear results were negative. The solid media grew and identified as mac. No death or serious injury has occurred as a result of this event.